Manufacturer narrative:
A ge service representative performed an onsite investigation. The rui (remote user interface) and joystick were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system experienced a loss of motorization functionality. No patient or user injury was reported related to this event.